Event description:
It was reported that two days after a MRI scan of the lumbar spine, the pt returned to the hospital and reported having a blister on the outside of the left foot. The blister measured 8cm x 4cm. The pt was seen by a dermatologist and treated for the burn. The blister was drained and the pt is now reportedly applying bryamycin to the burn. The pt continues to be watched by the physician. Further treatment is undetermined at this time. The pt was positioned head first on her back. Due to the fact that the pt returned two days after the scan, the site is unable to confirm whether the pt's foot was touching the bore during the exam. The site is also unsure of what the pt was wearing at the time of the scan. Padding was reportedly used to keep the pt's arms from touching the bore. It is not clear whether padding was used to avoid skin-to-skin contact. See scanned table.

Manufacturer narrative:
Pt identifier: will not be provided per (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be submitted once the investigation results are available.